Event description:
Information received indicates the valve was abandoned at implant, when central insufficiency of the leaflets was detected. Intra-operative inspection noted, the non-coronary leaflet was redundant and caused the insuffienciency. The valve was replaced during the case with no patient complication reported.

Manufacturer narrative:
Device evaluation does not confirm the reason for retrieval, no product failure was detected. The gross analysis shows the valve leaflets are flexible and intact. Hydrodynamic data reveals regurgitation levels and pressure drop gradients that are within the expected range of the clinical control group for the same product model and size heart valve. Results of high speed video show the valve closes fully as expected. The leaflets appear to have good coaptation, consistent with the hydrodynamic data, and no leaflet redundancy was detected. Review of the device history record shows the device met all manufacturing specifications for product released to distribution. Conclusion: no patient event, valve abandoned at implant. Device evaluated and alleged failure could not be duplicated; and exact cause is unknown for the reported event.